Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, error test and off no power test or verify button/keypad unresponsive and blank display due to cracked and bleeding lcd glass. No moisture or damage on keypad during visual inspection. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is cracked and numbers are not showing up on the lcd screen. Customer's blood glucose was 301 mg/dl at the time of incident. Troubleshooting found that a new battery does not resolve the display issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.